Event description:
During preventative maintenance of the device, the user reported the yellow dc lamp on the battery back up illuminated when the roller pump was turned on. No other details regarding the nature of the event were provided. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.